Event description:
It was reported that there was damage to the pump housing and usb port, which impacted the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump.